Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 16mm from its tip. There were some scratches on the probe. The broken surface of the probe was checked. It indicated the probe had cracked from the scratch then broken off. There was a mark that hard object was caught in the tissue pad. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1)during output in seal & cut mode, the probe and the grasping section sandwiched with a hard object. 2)this caused scratched the probe. 3)the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4)the probe broke when added load. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a procedure of coelioscopy, the subject device was used. The distal end of the device broke off and fell inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.